Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider for a clinical study reported the patient had increased urinary frequency, urinary incontinence, and was not feeling the device. It was noted a urinalysis was positive for 2+ leukocytes and 100 k/cfu/ml escherichia coli on (B)(6) 2014, but it was noted the event was not related to the device, therapy or procedure; etiology was noted as ¿other,¿ clarifying the patient had a history of urinary tract infectious disease. Medications were administered (cipro bid). The event resolved without sequelae (B)(6) 2014 as laboratory testing showed no growth.

Manufacturer narrative:
Review of this information received from the healthcare provider noted the uti was not related to the patient¿s device or therapy. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. No additional information will be sent on this event. Upon additional review, the following fdps no longer applied. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there was a loss of efficacy and the device was reprogrammed on 29-may-2014, noting vaginal sensation. The event resolved without sequelae on (B)(6) 2014. It was noted the event was not related to the implant procedure, possibly related to the device or therapy, and related to programming/stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.